Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Unavailable needle. The needle hole is blocked.

Manufacturer narrative:
Pr 10064063 follow up for device evaluation. It was reported the needle hole is blocked. To aid in the investigation, one photo and three samples with no packaging blisters were received for evaluation by our quality team. The photo provided shows a packaging blister top web. A visual inspection was performed to the samples returned, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305107, lot 3158705. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Unavailable needle. The needle hole is blocked.